Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high'; cause unknown. A correction bolus was administered to address the bg. Customer declined further troubleshooting and continued to use the pump for insulin therapy.